Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the cartridge to resolve the issue. Customers blood glucose was in the range of 330-368 mg/dl.